Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, version #: 05424 0006 rev. D h3) the pendant was returned to the manufacture for analysis. The pendant passed visual inspection. It was installed into a test system. The system and pendant booted and readied. They perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. The cable was stretched and stressed. They were unable to update firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the pendant buttons were non functional during a procedure. Site rebooted system multiple times to resolve issue. Patient present, no impact, 10 minute delay.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, product ID: bi71000529rpend, product ID: bi71000529. A manufacturer representative went to the site to service the system. Replacement pendant was found to be a out of box failure, performed full pendant check on the original pendant, all buttons worked as expected no issues found with original pendant. Also replaced battery and power board. Codes c19, d15 apply to original pendant. Codes c02, d02 apply to the replacement pendant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. The pendant was replaced. Evaluation codes b01, c07, d02 apply evaluation of the returned pendant bi71000529 lot# 05424 0014 rev. D found no fault with the component. Codes b01, c19, d14 apply. Evaluation of the returned panel assembly indicator bi71000208 lot# av8368-3215 rev. 2 was unable to confirm the event as the electric component was torn off. Codes b01, c07 d02 apply. Evaluation of the returned pendant bi71000529rpe lot# 05424 0006 rev. D was unable to confirm the event, however the firmware was unable to be updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000216, product ID:bi71000217: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "." Installed pendant into test imaging system. System and pendant booted as expected. Pendant keys were still functional, but several were worn and need excessive pressure to be applied to function. Visual inspection showed the pendant laminate was starting to lifting/ bubbling up from around the keys. Worn pendant. MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.